Manufacturer narrative:
Recall numbers: 1627487-0762012-001-c, 1627487-12192011-0003-r, 1627487-05242011-0002-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the pt is at "stim off". The field representative met with the pt and was not able to locate the ipg. The pt did not remember the last time she had charged the ipg, it has been at least several months. Next course of action has not been determined at this time.